Event description:
It was reported that prior to starting a davinci si surgical procedure, it was noted that the cable was exposed on the large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers pulley. The idler pulley spins freely and it was not damaged. The cable segment sticks out at wrist. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.